Event description:
Patient had acl (anterior cruciate ligament) on (B)(6) 2025. An x-ray was performed 48 hours post procedure for physician acls. Upon review of the x-ray it was identified that there was a foreign body in the knee. From the x-ray it could not be identified if it was the drill bit (arthrex reamer 9.5mm low profile) or the flipcutter. The surgeon notified the patient, disclosed, and coordinated for a secondary procedure to be performed for the removal of the foreign body. The second procedure was performed (B)(6) 2025. The foreign body was retrieved and was identified that the tip of the drill bit broke off.